Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have an impact on anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the pressure gauge. System was tested to factory's specifications.